Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using byte night aligners, a patient experienced an allergic reaction. The patient's lips were swollen/blistered/sores and they were in severe pain. The patient stopped aligner treatment. No further information is available.